Event description:
Information received indicates the casters continue to swivel when the brake is engaged.

Manufacturer narrative:
The technician replaced the caster stems and horns to repair the stretcher.